Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017. The patient stated that he was not taking any medication to manage his diabetes when the alleged issue occurred and that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling ¿dizzy and almost fell¿ 15 to 30 minutes after the alleged issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed and the test strips were in good condition. The csr walked the patient through a retest and noted the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.